Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. At the visit on site the field service engineer verified laser calibrations and overall operation. No trouble found. System meets specifications. No technical root cause was identified as the product was found to be within specifications and the error could not be duplicated. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported a fatal error during treatment. The treatment was aborted fourteen seconds into a fifteen second treatment of the right eye. The patient was sent home without completing treatment. Additional information received states that after the patient went home, the flap dislodged. The surgeon smoothed it out and put the flap back. The patient had some inflammation. The surgeon noted it will be weeks before it is known how the eye will turn out.